Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Her blood glucose level went up to 500 mg/dl. She was unable to treat her blood glucose level until she got home. The insulin pump alarmed no delivery while troubleshooting. The infusion set might have been occluded. The customer changed the site. She treated her high blood glucose level with a bolus. The device was not returned.